Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction. Customer¿s blood glucose level was 144 mg/dl. It was also reported that the pump time was incorrect, cause was unknown. The customer declined assistance from tandem technical support regarding the issue. A replacement pump was sent to the customer. The customer will continue to use manual daily injections for insulin delivery.